Event description:
It was reported that the jaws on the unit are degraded. It was further reported that the unit intermittently leaves standby mode.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.